Event description:
It was reported that two devices were used during a laparoscopic splenectomy. The surgeon tried to staple splenic artery and vein. The stapler was fired and stapled partially but did not cut. The second device was opened and the same result occurred. The case was completed using like device. There was no consequence to the pt.